Event description:
Incident as reported: lap choley - "loading the first 2 clips was difficult; 3 clips were placed on cystic duct; after cutting duct, pt side was bleeding, clip wasn't totally closed and could be removed easily; inspecting device showed a metalic component that was partially detached from the instrument." Pt status : normal.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.